Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unit had a self-activation/latch on switch failure. Functional testing found he assembled device immediately alarmed. Further investigation found that the activation switch was stuck in a depressed state. When the device starts up, it checks button position to prevent self activation. It was reported that the device had intermittent activation. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the dissector had an intermittent activation. After 1 hour and 45 minutes of use, device showed intermittent activation without the possibility of stopping it. Unsuccessful replacement of the generator and battery. Replaced the clamp. There was no patient injury.